Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated and leaked a significant amount of blood. There was no report of patient harm.

Event description:
The customer reported that the tubing separated and leaked a significant amount of blood on floor while patient was in bathroom. Her IV tubing had disconnected at the area where the 3 ports were.